Manufacturer narrative:
Concomitant medical products: product ID: 9735736. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery procedure. It was reported that while registering the patient, the trace points were displayed but there was no 3d registration model. The representative also mentioned an error message popped up but was unable to get a picture of it. They rebooted the system and were able to proceed with the surgery. There was 10 minute delay and no impact to the patient outcome.